Event description:
It was reported that a smiths medical, admin set didn't deliver correct amount of fluid. The pump was supposed to deliver 1000ml but when the infusion was done it still was about 500ml left in the bag. Bio agnes did an accuracy test with the same pump and 21.7333-24 and 21-7033.24 with major variation. The specific admin set 21-2333-24 delivered 27ml of 50 ml and the 21-7033-24 did deliver 49ml of 50 ml. No adverse patient effects were reported.

Manufacturer narrative:
The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination according md01-003. No obstructions nor other workmanship defects were detected in none of the joins of the product, only a kink was detected on the pump tube in both samples caused by the ffp system since that it was returned without the blue clip. The samples were set for accuracy testing using a pump solis vip [cal. ID: 1.0273; due date: november 2020] and a balance mettler toledo [cal. ID: 35.0019; due date: january, 2021] to look for unusual function. No discrepancies were detected, test successfully passed (see results on attachments tab disposable accuracy test report). No fault was found with the returned sample.